Manufacturer narrative:
Investigation: per the customer, the operator touched the "confirm" button on the system screen to indicate that she had closed the roller clamp. During the run, they received an alarm 'automated interface management could not detect interface', which would be due to the patient's blood being brought into the system being diluted with the saline from the bag. This alarm could not be confirmed because the customer declined to provide the run data file for the procedure. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to the spectra optia apheresis system essentials guide, in the 'procedural cautions' section, it states that if the roller clamp on the saline line is left completely open when the patient is connected, the patient will be quickly infused with a large volume of saline. Patient's final balance is approximated to be:tbv = 4696 mlproduct volume = 80 ml plasma volume = 150 ml anticoagulant in product = 25 ml anticoagulant used = 788 ml saline used = 1000 ml final fluid balance= 32.6% root cause: based on the customer's statement, the cause of the unintended delivery of saline was an open inlet saline line clamp. The clamp was unintentionally left open during the procedure,despite the operator's confirmation on the screen display that the clamp was closed. Correction: retraining at the customer site was performed by the customer. Per the customer, the apheresis staff was retrained to read the screen prompts on the spetcra optia display screen and ensure that steps are performed.

Event description:
The customer reported that approximately an hour and a half into a mononuclear cell (mnc)collection procedure, they noticed that the saline bag was empty. The customer contacted terumo bct support specialist for troubleshooting. The support specialist had her check the saline roller clamps were closed. The customer discovered that she had inadvertently left the inlet saline roller clamp open. The physician was contacted and no medical intervention was necessary for this event; the patient's kidney function was deemed well enough to tolerate the excess amount of fluid received. The patient is reported in healthy and stable condition. Per the customer, the patient successfully completed the 3 hour procedure with no symptoms. The disposable kit is not available for return because it was discarded by the customer.